Manufacturer narrative:
The certas valve (ID 828804) was returned for evaluation. Product code 82-8804: UDI: (B)(4) or (B)(4). Failure analysis - the position of the cam when valve was received was at setting 7. The catheters were irrigated, no occlusion noted. The valve was visually inspected; no defects were noted. The valve was hydrated. The valve passed the tests for programming, occlusion, leak, reflux, siphon guard and pressure. Root cause analysis - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. A possible root cause for the issue reported by the customer could be due to improper handling of the device causing disconnection of the system.

Event description:
N/a.

Manufacturer narrative:
Additional information received: "it was reported that the valve was implanted to the patient via lumboperitoneal (lp) shunt in (B)(6) 2023 with unknown setting. In (B)(6) 2023, there was subcutaneous retention, and the suture at the distal end of the stepped connector was loose, so it was retightened."

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (828804) was implanted via lumbar peritoneal (lp) shunt on unknown date with unknown setting. Cerebrospinal fluid (csf) was leaking from the valve, causing subcutaneous accumulation; therefore, the valve was removed and replaced on (B)(6) 2023.